Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the battery cap was not returned; therefore, a test cap was used to complete testing. Investigation revealed a cracked battery compartment below the bumper pad. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the button was still responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
Investigation revealed a cracked battery compartment below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/12/2015.